Event description:
It was reported that during a generator explant that the lead was difficult to remove from the header and an insulation anomaly was noted on the right ventricular (rv) lead. The physician elected keep the rv lead. The patient was in stable condition.